Event description:
Info was received that reported a pt was hospitalized in 2008 due to an incident of hypoglycemia. The pt reported that he was stuck on a tram with no access to food. When he was finally able to get off the tram he was unable to locate anything to eat. He reports that he passed out due to low blood sugar. The paramedics treated him with glucose gel and transported him to the hosp. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the product was within spec.